Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 579 and 473 mg/dl. Customer was treated with manual injection. Customer had blood glucose levels of 141, 254, and 300 mg/dl. Customer had headache. Customer was using auto mode. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the cannula was bent. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08675 inches. No under delivery anomaly noted during testing. (B)(4).